Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve not recovering cannula with the incident lot was not observed. The photo is not clear enough to see the full sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve not recovering cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported by the customer that the bd vacutainer® flashback blood collection needle had a poor sleeve function. Verbatim; phase: when unpacking. Defect:sleeve not recovery. Quantity: 2. Effects: no other adverse effects on patients.